Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was over delivery anomaly. The customer¿s blood glucose level was unknown at time of incident and current blood glucose level was 98 mg/dl. It was reported that the customer had experienced low blood glucose and then had drank 3 glasses of orange juice and ate ice cream bar and the blood glucose never went higher than 100 mg/dl. The customer was treated with glucose tablet. The customer alleged pump was over delivering and cannot get blood glucose up after eating. The customer was unable to upload care link. The customer was advised to monitor blood glucose until replacement arrives. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with scratched case and minor scratched lcd window.